Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The catheter did not display contact force when connected to the tactisys quartz unit and during functional testing the catheter did not pass an irrigation test. The irrigation leak was caused by inadequate adhesive bonding between the irrigation tubing and end of deformable body at the distal tip which led to detached irrigation flow during use. This is consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.